Event description:
It was reported that there was a premature battery depletion. Patient status at the time of this report was noted as alive with no injury/no adverse event. Upon interrogation the system showed end of service (eos) message. Consultation for revision/replacement was scheduled for (B)(6) 2013. It was stated that the patient had increased pain due to the fact that she was unable to use her system. All impedances were within normal limits. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information reported indicated that the patient had had a replacement and was doing great.

Event description:
Additional information received indicated that the cause of the event was the device programmed at high amplitude (8.0v) and high rate (80hz). There were no abnormal impedance measurements, no charging issues, no lead/extension issues. Surgical intervention occurred on 2013-(B)(6). The patient did not require hospitalization due to the event and patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).